Manufacturer narrative:
Correction.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files did not show any system notice related to the catheter. Phrenic nerve palsy is a clinical issue encountered during the procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure that the amplitude of the compound muscle action potential (cmap) decreased. Double stop was thus conducted, yet the phrenic nerve motion weakened. The procedure was completed with cryo. The reported phrenic nerve palsy (pnp) did not recover prior to the patient exiting the operation room. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.